Event description:
The account alleges that the nurse call will not function.

Manufacturer narrative:
The tech found the dummy plug and communication cables disconnected. The tech reconnected the dummy plug and communication cable, which resolved the issue. The device operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.